Event description:
The explanted lead was received for product analysis. During the visual analysis of the lead a coil break was observed on ring coil. The broken coil ends showed signs of a stress induced fracture. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any #34; defects¿ or #34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen with high impedance. Patient was sent for a chest and neck x-ray. X-rays were requested for review, however have not been received to date. Patient denied any falls or trauma and denied any adverse events. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from physician that high impedance was caused by lead fracture or loose lead pin. Surgical intervention occurred and when generator was removed from generator pocket a visible fracture in lead was observed. Only a lead revision was performed. Explanted product has not been received to date. No additional relevant information has been received to date.